Event description:
A dual chamber pacemaker was returned to the manufacturer from a hospital with the date of the pacemaker implant and the year of the patient's death. No further information was provided. Review of the data reasonably suggests that the patient died less than 12 months post the device implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The cause of death was requested and will not be received. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The cause of death was requested and will not be received.